Event description:
Patient called in to report that they received recall notification on 12-02-2025 for two of their abbott freestyle libre 3 sensors. Sn# (B)(6) and sn# (B)(6) from lot# t60003596 were reported as defective. Pt code: 4582. Device codes: 2588, 1420. Ref report: mw5181884.